Event description:
The lay user/patient contacted lifescan alleging the meter was reverting to the set up mode. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, air leaked from the valve. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Duckbill out of position the analysis results of the device found that it was received with the duckbill partially detached from the sleeve. One potential cause for the damage found may be the snagging of an instrument during insertion. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. It should be noted that an investigation has been initiated to address the potential root cause of the found duckbill condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.